Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seals were intact. The investigation did not notice any external damage. The pump event history showed a check clutch/plunger lever error in the error history log (ehl). The evaluation was performed, and the reported issue was duplicated, during motor drive test. Replaced clutch halves and that cleared up the problem. The root cause of the reported issue was due to normal wear, parts were over 5 years old. The technician replaced the clutch half's left and right, also leadscrew and spring as a preventative measure. Device passed functional and delivery tests.

Event description:
It was reported that the device had a failure motor drive test error at 17 pounds and check clutch/plunger lever errors. No patient injury reported.